Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask and did not clean the area prior to beginning therapy. The patient was hospitalized for the peritonitis event. The treatment for the peritonitis included reflin (one gram in first bag, frequency not reported) and fortum (one gram in first bag and then 250 mg in each bag, frequency not reported). It was reported that the patient was recovering from the peritonitis event. The pd therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. Additional information was requested, but is not available at this time.